Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial pacing capture threshold was elevated. Analysis of the device memory indicated the impedance trend of the atrial pacing lead was variable. The device memory indicated diminished atrial sensing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds. It was noted that the high thresholds were caused by the overgrown portion of the right ventricular (rv) lead in the superior vena cava (svc), which was putting stress on the ra lead tip, causing a rise in threshold. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Actual product was not returned for evaluation. If information is provided in the future, a supplemental report will be issued.